Event description:
An article titled "factors influencing effectiveness of vagus nerve stimulation." Was reviewed which indicated that there was a case of a patient with lennox-gastaut syndrome and early infantile epileptic encephalopathy who experienced worsened seizure frequency with step-up in device stimulation. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the increase in seizures was first observed about 1 year after implantation of the device. The physician decreased the output current back to it's previous value as a result of the adverse events and this was not done to preclude a serious injury but just to decrease the seizure frequency. The seizure frequency decreased about 50 % compared with pre-vns baseline levels.